Event description:
Boston scientific crm received info that this lead became dislodged one month and twelve days post implant. The passive rv lead was surgically abandoned, and a new active fix rv lead was successfully implanted. To date, no adverse pt effects were reported.